Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot#: va1c4nj, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient device was replaced. It was stated that the patient had initial benefit but symptoms returned. Reprogramming was attempted but the device was removed and replaced. There were no further symptoms or complications reported or anticipated.